Manufacturer narrative:
No information, asked but unknown. Concomitant medical products: product ID 3093-28, lot# va05xp, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 09-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had complained of pain at the lead insertion site. The healthcare provider had the patient turn off the stimulation for a few days. The patient denied falls and stated that the pain continued after the stimulation had been turned off. The healthcare provider discussed with the patient and decided on both a lead replacement and pocket revision. The issue was resolved at the time of the report. No device issues or further complications were reported at this time.